Event description:
It was reported that there was a (B)(6) that had an ankle fusion six months ago with 6.5 asnus screws and developed a non union. Surgeon took out 3 6.5 asnus screws and put on external fixator.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. (B)(4).